Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-august-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse readjusted the barcode reader to the tubes the reader was not reading. The fse then ran multiple tests. The aia-2000 instrument is operational. No further action is required by field service. The most probable cause for intermittent barcode reading was the reader needed to be readjusted.

Event description:
On (B)(6) 2016, a customer reported intermittent barcode reads on the aia-2000 instrument. The customer is unable to run patient samples on afp, ctnl2, bhcg, and pth. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp, ctnl2, bhcg, and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.